Event description:
The facility reported that the stopcocks are coming loose. The reported problem was noted in same day surgery during set-up. The sets were not in use on a pt. No pt injury reported. No add'l info available.